Event description:
Caller reported a power source alert had occurred. There was no adverse impact to the customer¿s blood glucose level. Upon investigation, it was determined that the customer was using a tandem wall adapter, and after leaving it plugged into a working outlet for at least 30 consecutive minutes, the issue was resolved as the pump began charging, and no further assistance was required.